Event description:
As reported by the user facility: detailed inquiry description: pump produced air alarms during infusion of chemo. Line was taken out and re-inserted several times with no air visually present. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four photographs were provided for evaluation. The photographs were visually evaluated, with one photograph showing the space pump label. In the other three photographs, it was observed the tubing between the coupler and green free-flow clip was being shown and no air bubbles were observed in the tube. Based on the evaluation results, the reported defect of air in line could not be confirmed from the photographs provided. Due to other confirmed complaints of this nature, an approved project is in place to further address issues of air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.